Manufacturer narrative:
(B)(4). Disconnecting a solution bag from the set-up is a known cause of this alarm. It was also reported that the patient reused single use supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2267 (air and fluid in set/line) alarm occurred during fill four of five of peritoneal dialysis therapy on the homechoice device. The patient was connected at the time of the alarm. During troubleshooting, the patient stated that they had disconnected the heater bag and attached a new supply bag to the same line. The technical services representative assisted the patient with ending therapy and reviewed proper procedures with them. The patient planned to complete therapy using manual supplies. There was no patient injury or medical intervention reported. No additional information is available.